Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection, it was noted that all threads of the galileo lag screw, right, ø10.5mmx105mm had been damage and bent. Functional testing was not performed due to the damage to the device. Per surgical technique nail system: push the compression sleeve towards the targeting arm and rotate clockwise until it makes contact. If intraoperative compression is desired, continue rotating the compression sleeve clockwise until compression is achieved. The mechanism will stop advancing and spin in place showing a red line when the lag screw is too lateral and can no longer be locked. If this occurs, the lag screw should be inserted further into the head and the compression knob used again. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Update 25-feb-2025. Further information was provided that the initial surgery was performed successfully. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an intertrochanteric fracture surgery the lag screw and anti-rotation screw backed out of the nail and the nail lagscrew hole looked damaged. It was further reported that the patient went in for a total hip replacement on the (B)(6) 2024.